Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the report of "2 week ago" from adc awareness. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported that an unspecified high scan was received on the sensor when compared to a healthcare professional meter. The customer experienced a loss of consciousness however, was able to self-treat (unspecified) and then had contact with a healthcare professional who performed a glucose test (result not provided) but no treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.